Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of about 60 mg/dl while using the ilet, treated with juice, glucose tablets, and food, followed by rebound hyperglycemia to 162 mg/dl. The agent suspected an automated correction of a prior high followed by user overcorrection for the low and guided the user through pump shutdown with temporary alternate therapy. Symptoms included hypoglycemia. Outcomes included recovery without medical intervention. Investigation included remote troubleshooting and user education on treatment of hypoglycemia and pump operation. Investigation of this case revealed no device malfunction reported and suggested user-related overcorrection of hypoglycemia after an automated correction contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory user-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.